Manufacturer narrative:
The qc was acceptable. The field service representative found a clogged sample probe. He cleaned it, which appeared to resolve the issue. A clogged sample probe is consistent with pre-analytical handling issues. The investigation determined the issue was due to pre-analytical handling issues.

Event description:
There was an allegation of questionable cholesterol gen.2 results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 28 mg/dl. The repeated result was 150 mg/dl. The sample was repeated using another module, and the result was 149 mg/dl. The sample was repeated because the initial result didn't match the patient's clinical history.

Manufacturer narrative:
The reagent lot number is 921492 with an expiration date of 31-aug-2026. An abnormal reaction was observed for the initial result. The investigation is ongoing.